Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.

Event description:
It was reported following an ablation procedure, an angio-seal was selected for use. A pre-deployment angiogram was performed and detailed info on the punctured artery was not available. Hemostasis was successfully achieved after angio-seal deployment. A compression band was applied and the pt was kept on bedrest for 12 hours. The following morning when the pt ambulated, a hematoma had formed. Manual compression was applied to control the hematoma and achieve hemostasis. The pt's stay in the hospital was extended for two add'l days due to this event. Add'l info was not available.